Event description:
The customer reported false negative architect sars-cov-2 igg and architect sars-cov-2 igm results for 4 patients. The following data was provided on 07oct2020 (reference range: < 1.4 s/c is negative, >/= 1.4 s/c is positive): sid (B)(6) = roche total antibodies = 12.44 coi (cutoff >/= 1 coi = positive); abbott cov-2 igg = 0.29 s/c; abbott cov-2 igm = 0.44 s/c (cutoff <1.00 s/c = negative and >/= 1.00 s/c = positive) sid (B)(6) = roche total antibodies = 3.16 coi; abbott cov-2 igg = 0.10 s/c; abbott cov-2 igm = 0.15 s/c. Sid (B)(6) = roche total antibodies = 3.95 coi; abbott cov-2 igg = 0.12 s/c; abbott cov-2 igm = 3.32 s/c. Sid (B)(6) =roche total antibodies = 73.87 coi; abbott cov-2 igg = 1.32 s/c; abbott cov-2 igm = 1.90 s/c; pcr method = positive (april); cov-2 igg = positive (june) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely negative architect sars-cov-2 igg and architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not possible as returns were not available. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 20224fn00 and 20611fn00 did not show any potential non-conformances, or deviations. Performance testing was performed using an in-house retain kit for reagent lots 20224fn00 and 20611fn00 was completed using a retained sample of the complaint lots stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lots are performing acceptably. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). To assess the clinical performance of the igg assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at = 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019. Medrxiv. Per the clinical performance section of the igm package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). According to the patel r, et al, ¿report from the american society for microbiology covid-19 international summit, 23 march 2020¿ value of diagnostic testing for sars¿cov-2/covid-19. Mbio 11:e00722-20., it is unknown for certain whether individuals infected with sars¿cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars¿cov-2 or how long protective immunity may last. The study quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. Review of the manuscript, bryan et al. 2020, ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿ j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation, architect sars-cov-2 igg reagent lot 20224fn00 and architect sars-cov-2 igm reagent lot 20611fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent and the architect sars-cov-2 igm reagent were identified. Section d: suspect medical device: d4-lot number: updated from unknown to 20224fn00. Added to the new concomitant product: arc cov2 igm 100t ous, 06r87-22, 20611fn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer reported false negative architect sars-cov-2 igg results for 4 patients. The following data was provided on 07oct2020 (reference range: < 1.4 s/c is negative, >/= 1.4 s/c is positive): sid: (B)(6) = roche total antibodies = 12.44 cois units; abbott cov-2 igg = 0.29 s/c; abbott cov-2 igm = 0.44 s/c (cutoff <1.00 s/c is negative). Sid: (B)(6) = roche total antibodies = 3.16 cois units; abbott cov-2 igg = 0.10 s/c; abbott cov-2 igm = 0.15 s/c sid: (B)(6) = roche total antibodies = 3.95 cois units; abbott cov-2 igg = 0.12 s/c; abbott cov-2 igm = 3.32 s/c sid: (B)(6) = roche total antibodies = 73.87 cois units; abbott cov-2 igg = 1.32 s/c; abbott cov-2 igm = 1.90 s/c; pcr method = positive (B)(6); cov-2 igg = positive (B)(6) there was no impact to patient management reported.